Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
D9: not available for eval, d9: remove date, h4: remove date, not returned to manufacturer remove MDR codes: 4118, 3233, 11 no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.